Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that for the 2nd time after two days the device drips out of the tube which was allegedly coming from the filter far at the transition to the next extension breakage discovered. No patient injury was reported.

Manufacturer narrative:
B5: additional information received via email on 07 jul 2022: photo attached. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and one photo was received for evaluation. Visual and functional testing was performed. Visual inspection found no abnormality observed that could be related to reported defect. Functional testing found a leak is present in the filter air vent. Complaint is confirmed. The root cause of the reported issue occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. No corrective actions are performed since failure mode is not related with manufacturing process. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).